Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower was not working during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request assistance with troubleshooting as the blower was not working during setup. The customer noted that the display was operating as intended, and the power management (pm) printed circuit board assembly (pcba) was previously replaced per field correction order. The remote service engineer (rse) advised the customer to troubleshoot by swapping the motor controller (mc) pcba with a known good one and provided the customer with the part number of the replacement mc pcba for repair. The investigation is ongoing.